Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Later, healthcare professional reported "capsular contracture baker grade iii".

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.